Manufacturer narrative:
Device evaluation summary: the reported wrong act values and requirement for calibration were verified during service. The service technician performed external and internal cleaning of the instrument according to the procedures described in the technical manual. During the checks, it was detected that there was an abnormality in the lift wire calibration, which caused the act values on the blood samples analyzed to be incorrectly read. The issue was resolved by replacing the lift drive assembly. Calibration and functional checks have been performed in accordance with the technical manual. Electrical safety testing has been performed. The values measured using the acttrac tool have confirmed compliance with the expected values. Post repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the act values were wrong, unreliable, and lower and the lift wire required calibration. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that quality control is performed for this unit by a technician once a year or upon customer request and the customer performs daily quality control checks. There was no error code associated with this issue observed. The customer completed the procedure without filing any further complaints. They reported that the activity was carried out following standard criteria and procedures.